Event description:
It was reported that the colonovideoscope image disappeared and displayed an unknown error code. The issue occurred during sedation while the device was inside the patient for a diagnostic colonoscopy procedure. The procedure was delayed for less than 30 minutes and completed with an back-up device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report provides the results of the final investigation and additional information. Updated fields: h2, h4, h6, h11 the device was not returned to olympus for inspection, so the reported failure could not be confirmed. A definitive root cause could not be identified, and the most probable cause of the complaint could not be established based on the investigation results. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.